Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2021, the patient had woken at 2:00 am complaining of chest pain. His spouse took him to the emergency room (ER) for evaluate, at the time his cgm value was 176 mg/dl. Blood work was performed to rule out a heart attack and his venous blood glucose was 933 mg/dl. It was performed again with same result. The patient was diagnosed with diabetic ketoacidosis (dka), admitted to the hospital and treated with IV insulin. At the time of the report, the patient remained hospitalized. The sensor insertion site and date were not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.